Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/17/2014 with the following findings: no activity related to the complaint was observed in the black box or download history. The battery compartment and cap were intact with no physical damage or evidence of moisture damage. The pump powered on normally and was exercised for 24 hours with no overheating or alarms duplicated. The pump's electrical current draws were found to be within specifications. The pump cover was removed with no evidence of internal moisture found. There were no defects found to the power wire, battery connections, or other internal components.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that there was a temperature issue with the pump. The reporter stated that there was no observable damage to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.